Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported patient had to do an MRI of the brain. The rep came in and turned the dbs off and on so they could do the MRI. Patient also mentioned when the stimulator gets shut off, it is like someone is sticking you with a cattle prod and their fingers and teeth hurt. The patient was redirected to their healthcare provider to further address the issue.